Event description:
A pt's bowel was burnt three weeks earlier during a laparoscopic hernia repair by a curved crile dissector. Customer never returned calls so MFR was unable to lean more info other than pt came back to hosp for tests.